Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a remote monitoring alert indicating the device reverted to safety mode with limited critical therapy still available, specifically unipolar sensing and pacing at a fixed rate. The healthcare provider (hcp) indicated that this is a new patient to their clinic and noted that other than the safety mode alert message, all remote monitoring data is from the previous remote device interrogation which occurred ten days before the alert. At the time of the previous remote device interrogation, the device had an approximated ten months of battery longevity remaining. The hcp also noted that the patients underlying rhythm is unknown. Boston scientific technical services (ts) discussed safety mode with the hcp, explaining that the cause is unknown until the device is replaced and returned for a detailed analysis. The hcp indicated they will review and discuss this with the physician. The device was subsequently returned to boston scientific, indicating it was explanted. No further information has been provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a remote monitoring alert indicating the device reverted to safety mode with limited critical therapy still available, specifically unipolar sensing and pacing at a fixed rate. The healthcare provider (hcp) indicated that this is a new patient to their clinic and noted that other than the safety mode alert message, all remote monitoring data is from the previous remote device interrogation which occurred ten days before the alert. At the time of the previous remote device interrogation, the device had an approximated ten months of battery longevity remaining. The hcp also noted that the patients underlying rhythm is unknown. Boston scientific technical services (ts) discussed safety mode with the hcp, explaining that the cause is unknown until the device is replaced and returned for a detailed analysis. The hcp indicated they will review and discuss this with the physician. The device was subsequently returned to boston scientific, indicating it was explanted. No further information has been provided. No additional adverse patient effects were reported.